Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing closed endotracheal suction, there was a cuff-like came out near the right bronchus. It was reported that it was switched to tracheostomy tube.